Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that multiple knives have been dull during cataract surgeries. There has been no impact to any patient. Additional information is not available.

Manufacturer narrative:
Additional information is provided in sections. One unopened and five opened knife samples were received, all with tip protector trays, inside of a box for the report of dull knives. The samples were visually inspected and were found to be conforming. The samples were then functionally tested for penetration and were found to be conforming. Since penetration testing is a destructive test, sharpness testing could not be performed on the returned samples. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The returned samples were found to be conforming therefore, dull knives as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the slit knives were manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).